Event description:
The upper arm tube on the left side is broken at the weld in the back and the right one is cracked in the same spot. He is unsure how it happened but he believes its due to him pushing on the arms to transfer.